Event description:
It was reported that the surgeon drove the k-wire through the metatarsal. As he was driving the screw in, he felt it was not seating correctly. He then decided to pull the screw out. Upon retrieving the screw, only half came out. The remainder of the screw still remains in the patient unsecured. The threaded k-wire was bent at the screw threads. Surgeon drilled another pilot hole and placed another screw from the same lot, laterally. Case: fifth metatarsal osteotomy. The quality of the bone was good.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided, so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include improper bone prep and/or prying/leveraging the screw prematurely in the insertion process. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.